Event description:
It was reported following a coronary angiogram and femoral angiogram, an angio-seal device was deployed in the right femoral artery in 2004. The pt developed symptoms of ischemia two days later, a femoral angiogram revealed acceptable results. The ischemic symptoms (decreased temperature and pulse) continued. Five days after developing symptoms of ischemic, a peripheral angiogram was performed. The decision was made to surgically explore the common femoral artery; the angio-seal device was removed and a patch angioplasty was performed. The pt was reportedly doing well and recovering.